Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had no control. Other programs would cause pain. It was making the patient house-bound with no control. They also hadn't heard from a rep and couldn't get a doctor appointment without the rep, noting that they were unsatisfied.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change in therapy. The patient stated she did not think she had therapeutic benefit implant. The patient stated that their bladder is ¿completely out of control¿ no matter what she does. The patient stated she not been through all 4 programs. The patient stated she had been on program 2 since implant. The patient stated she had not been able to reach her manufacturer representative (rep). The patient noted she called her healthcare professional (hcp) office and they told her to contact the rep. The patient did not feel stimulation and therapy was not on. The patient turned the therapy on. The patient stated she had no idea how long her therapy had been off and she was feeling stimulation before the day of the call. The patient stated they did not have 50% symptom control. It was noted the patient changed to program 3. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.